Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a cgm reading of 229 mg/dl and an up-trending arrow after an infusion set insertion, and visual blood was observed at the infusion site consistent with cannula placement into a blood vessel; the user performed a set change, confirmed insulin drops on system check, and later confirmed the ilet correction algorithm was dosing. Symptoms included elevated blood glucose. Outcomes included no injury, no medical intervention beyond set change, and no hospitalization. Investigation included troubleshooting and user education via phone. Investigation of this case revealed that the device delivered insulin and the algorithm initiated corrections, with glucose trending to 187 mg/dl and steady by end of call. It was concluded that hyperglycemia occurred with cause unclear, likely related to infusion site blood contamination or malabsorption, and the device functioned as designed after set replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.